Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a check up. Upon interrogation, it was noted that the right ventricular lead exhibited several episodes of non-sustained right ventricular oversensing. Each episode of oversensing was reviewed and determined to be caused by lead noise but the noise could not be reproduced. Capture, sensing, and lead impedance were noted to be normal. The patient did not receive therapy due to the oversensing. No patient symptoms were reported.

Manufacturer narrative:
Correction: (B)(6). Correction: health professional selection should be "yes" rather than "no." Correction: occupation should be nurse rather than other non-healthcare professional. Correction: "unknown" should be selected.